Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was not aligned properly. An attempt was made to calibrate the alignment, but the issue remained. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: misalignment was confirmed. Keyboard hinges were found to be broken. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.